Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke off inside the patient. The tip was removed from the patient's body. The fiber was exchanged and the procedure was completed with a second fiber without clinical consequences to the patient. It was noted that the fiber was confirmed to be in good condition prior to unpacking and preparation. There were no difficulties during use of the fiber.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke off inside the patient. The tip was removed from the patient's body. The fiber was exchanged and the procedure was completed with a second fiber without clinical consequences to the patient. It was noted that the fiber was confirmed to be in good condition prior to unpacking and preparation. There were no difficulties during use of the fiber.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concluded based on visual analysis that the glass and metal caps are securely in place and do not show any signs of detachment. The hene (helium-neon) laser fixture testing did not find indications of breakage along the fibers length. Based on analysis results, the as reported fiber tip detachment was not confirmed. However, analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing exist. It is probable that the increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage, including circumferential fractures. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg - 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of the metal cap. The glass cap exhibited mild devitrification at output window. The metal cap did not exhibit any detritus adhesion on surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aim beam was present at the output window and there were no signs of breakage along length of fiber. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: analysis did not identify break/detachment of the fiber tip. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.